Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error, low reservoir twice, and no delivery. While rewinding, the customer filled the tubing and insulin exited. Customer's blood glucose level was 471 mg/dl. The displacement test and manual prime were successful and the motor error alarm did not recur. She took a correction of 9.8 units but the insulin pump delivery stopped at 7.6 units. She was under a lot of stress. The device was not returned.